Manufacturer narrative:
The reported event of break was not confirmed. Final analysis found that the device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header noticed the atrial septum damage by the end-user consistent with inserting the wrench tool at angles to the setscrew head, additionally, the ventricular setscrew was missing caused by end-user during the explant procedure. Electrical and mechanical analysis performed after attaching a setscrew indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2024-72469. It was reported that the patient presented in the clinic with dizziness and syncope. Upon interrogation, the right ventricle (rv) lead exhibited a failure to capture and high threshold. Further examination revealed insulation damage to the lead. The physician decided to replace the lead. However, during the procedure, the pacemaker set screw was damaged, leading the physician to explant and replace the pacemaker. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.